Event description:
It was reported that during an in-clinic follow-up, the pacemaker exhibited a battery longevity of 10.4 yrs, which was higher than the last follow up in the same year were the battery longevity was 3.3 yrs. Upon interrogating the device once more, the exhibited battery longevity was 2.7 yrs. No intervention was performed, and the patient will be further monitored. There were no patient consequences.